Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the difficulty removing the lock line (resistance). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
This is filed to report difficulty removing a lock line. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 4 and an enlarged left atrium. A mitraclip xtw (30606r3108) was used, and while pulling back the lock line at about halfway, resistance occurred, and the lock line would not pull out. Troubleshooting was performed but was not successful. The clip was removed from the patient and not implanted. It was observed that the lock line had frayed. A mitraclip xtw (30606r3110) was used, and while removing the lock line, the same issues occurred. Troubleshooting was performed and was successful. The clip was implanted. The procedure was completed with one clip implanted. The mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.